Manufacturer narrative:
Immucor technical support used a remote electronic access method on (B)(4) 2017 to assess the unexpectedly negative instrument test well image outcome in question, which appeared visually positive. An immucor field service engineer (fse) visited the customer site on 15may2017 to assess the galileo echo instrument in question. The fse found the tubing to be dirty, and the probe rinse station and washer manifold were leaking. The fse acted on these items. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo.